Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appears to be use related. The product returned for evaluation was one 20ga x 0.75" ez huber safety infusion set. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the extension tubing, near the needle housing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the needle was attached to a patient receiving treatment when the patient noticed that her shoulder was wet. On close examination, the line has a very small hole in it which was causing a leakage. Fortunately this happened very early on receiving treatment, so the patient most likely wasn¿t exposed to the agent being given.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx3823 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle was attached to a patient receiving treatment when the patient noticed that her shoulder was wet. On close examination, the line has a very small hole in it which was causing a leakage. Fortunately this happened very early on receiving treatment, so the patient most likely wasn¿t exposed to the agent being given.